Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09271. The pt received the scs system on (B)(6) 2010. It was reported the physician elected to explant the entire system after attempting to revise the leads for batter coverage. During the revision, the pt confirmed he felt stimulation in his painful areas, but was not covering it. In addition, the pt described the pain as "shooting through his bones." The pt and the physician elected to explant the entire system. No further pt complications were reported.

Manufacturer narrative:
Eval, results: visual inspection of the returned lead indicated a slight kink at approximately 10cm from the paddle end. The kink location revealed no breach on the outer tubing. Continuity testing was performed while twisting, bending, and stretching the leads and no anomalies were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.